Event description:
The customer reported retrograde flow from the secondary into the primary. The user reported fluid from the secondary of vancomycin was seen flowing into the primary bag. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with failure investigation results should the affected product be rec'd for eval.